Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt fell, experienced pain and instability, so the surgeon revised."